Event description:
It was reported that the pump does not detect the cassette. There was no patient involvement.

Manufacturer narrative:
One device was received. The reported problem was confirmed during functional testing. The device was repaired and then passed all functional tests. Service history indicates that there were no previous repairs were noted within the last 12 months.